Manufacturer narrative:
Unit passed displacement test and self test. Software error detected alarms in the history file, problem isolated to electronic assembly. Fault number = software error (53), line number = (B)(4), file number = (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The customer's blood glucose value was 98 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. The customer treated low blood glucose with carbs. The customer declined troubleshoot for low blood glucose. The insulin pump passed self-test. The insulin pump will be returned for analysis.